Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. During the procedure, the broach fractured. Another broach was utilized to complete the procedure. A 45 minute delay occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to instrument being or worn beyond useful life.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." The following sections could not be completed with the limited information provided. Initial reporter address - unknown.